Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptom of drainage at the site was noted. The physician believed that the infection was not device related, and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned due to facilitys preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Serial: na. Batch: (B)(6). UDI: (B)(4).